Event description:
On first attempt of ablation with thermachoice machine, the machine would not hold temp and treatment was aborted by machine. The handpiece had a read error message and was also making a clicking noise. The disposable hand piece was changed out and treatment was restarted again. The treatment was not aborted by the machine. The procedure was completed, but temperature did fluctuate. There was no harm to the patient.device #1is this a laboratory device or laboratory test?no.